Event description:
The patient presented into the emergency room and upon investigation, it was observed that the device withheld therapy due to an incorrect interpretation of signal and a diagnostic anomaly. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.